Event description:
As reported, a patient had three aneurysms. The patient was treated with an 8 × 6 WEB SL device. The WEB was positioned well; however, following detachment, it was reported that the device was protruding greater than 50% into the P1. It was reported that an angio was performed and it did not show any clots. The physician reported difficulty crossing the WEB. An LVIS EVO stent was ultimately deployed. The patient was discharged approximately 48 hours after the procedure and was prescribed DAPT for six months. On POD 14, the patient was reported to be in a coma. It was reported that the CT imaging demonstrated an intracerebral hemorrhage/hematoma. The patient subsequently expired. The physician indicated that "[the physician]" was aware that the WEB device selected for this treatment was oversized.

Manufacturer narrative:
Limited information was available. The event date and date of death is unknown. MicroVention, Inc. was informed that no additional information will be made available. Microvention is submitting this report to comply with FDA reporting regulations under 21 CFR parts 4 and 803. This report is based upon information obtained by Microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Microvention, or its employees that the device, Microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. The physical device was implanted and not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also not available for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. Based on a review of the device¿s Risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar Complaint Category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes.Batch Review:A search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed.Complaint System Review:A search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file.IFU Review (Additional information can be found in the IFU):POTENTIAL COMPLICATIONS:Potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.WARNINGS AND PRECAUTIONS:The WEB Aneurysm Embolization System is intended for single use only. The detachment control device is intended to be used for one patient. Do not resterilize and/or reuse the device. Reuse and/or resterilization can increase risk of infection, cause a pyrogenic response or other life threatening complications. Reuse and/or resterilization can degrade product performance, leading to device malfunction. Dispose of all devices in accordance with applicable hospital, administrative and/or local government policy.Advance and retract the device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the device if excessive friction is noted and check for damage.Do not rotate the delivery device during or after delivery of the embolization device. Rotating the device may result in damage or premature detachment.The embolization device cannot be detached with any other power source other than a MicroVention Inc. detachment control device. Ensure that at least two detachment control devices are available before initiating an embolization procedure.PROCEDURE:Detachment of the Device:31. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected.32. Verify that the RHV is firmly locked around the delivery device before attaching the detachment control device to ensure that the embolization device does not move during the connection process.33. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting.34. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard.35. Verify the embolization device position before pressing the detachment button.36. Push the detachment button. During firing, the light should be solid green and the beep should be continuous.37. Verify detachment by first loosening the RHV valve, then pulling back slowly on the delivery device and verifying that there is not embolization device movement. If the embolization device does not detach, push the detachment button again. If the device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device.38. Verify the position of the embolization device angiographically through the guide catheter.39. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the embolization device remains within the microcatheter.